Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a no delivery alarm on her insulin pump. She stated that she just got out of the hospital on friday because the insulin pump she had was not working. Customer received a new insulin pump, which is now alarming no delivery. Customer's blood glucose is 459 mg/dl. Customer stated she felt like she may be going into diabetic ketoacidosis and was unable to troubleshoot. She was advised to treat with manual injection and call back when she feels better to troubleshoot. No other details about the hospitalization were provided. Nothing further reported.